Event description:
It was reported that during an interrogation it was noted that a vt (ventricular tachycardia) episode had occurred but that the egm( electrogram), interval plot, and text were not viewable due to the detailed egm being invalid. Atp (anti-tachycardia pacing) therapy was not successful with the vt, but a shock successfully restored to the patient to sinus rhythm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2007. (B)(4).